Event description:
It was reported that a patient underwent posterior spinal fusion with a spinal system at unknown thoracic levels for treating metastasis. During surgery, a tip of shaft broke because the driver was attached with modular fix driver in error. The fragment could not be retrieved from a non-breakoff set screw and remained in the patient. Any further problem was not observed postoperatively. The product was used in the patient. Patient complications were unknown as a result of this event. The surgeon inquired to know the risk and material of the remained fragment for explaining the patient and judging a revision surgery.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.